Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a sensor caused a pressure sore. The patient was reported to be in the prone position for five hours.